Event description:
The hospital reported that hemopro2 extension cable o ring on one end became dislodged.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.